Event description:
Follow-up was received from the patient who reported that nothing had changed with their programming and they were still getting zapped.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient received three zaps in two days from the left implantable neurostimulator (ins). The patient confirmed that the shocking does not happen in the same position or environment. The patient was redirected to the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.